Manufacturer narrative:
The disposable handpiece used in this case was not returned, therefore a failure analysis of the complaint device could not be completed. The lot number of the disposable handle was not provided, therefore a device history review could not be performed. All handpieces met all qa specifications when then they were released, including adequate sterilization. The minerva surgical operator's manual lists infection as a possible adverse event after endometrial ablation under other adverse events. The disposable handpiece is provided sterile and is an unlikely source of infection and strep b was most likely present (a pre-existing condition) during the time of the operative visit.

Event description:
Three days after an uneventful minerva ablation the patient was admitted to the hospital with evidence of acute endometritis (wbc 21.1). Vaginal cultures were taken and came back positive for strep b. Following 2 days of IV fluids and antibacterial therapy the patient fully recovered and was discharged.